Event description:
States that the wheel chair his mother is using has titled forward four times in the last week. He is not with the wheelchair. It is his mothers and she is in spring arbor in albermarle nc. Son of end user advised that mom is required to keep legs elevated due to fluid retention from complications of flu. The chair tends to lean forward with legs elevated, and if end user moves at all the chair falls forward.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. States that the wheel chair his mother is using has titled forward four times in the last week. Contact with the customer revealed that the customer was placing pillows in the chair causing then to lean forward.